Manufacturer narrative:
On 6/9/1997 received a request from director of risk management (rm). Rm requested that allegiance healthcare, return the product sample to his attention for the hosp did not want the unit damaged, which may occur during evaluation and testing. Therefore, allegiance helathcare, returned the product sample to the attention of rm without performing a physical evaluation of the unit. Rm reported that they had determined through their investigation at the hosp that the surgeon did not secure the tip of the valve cutter onto the suction catheter with a suture as specified in the product insert literature. The insert literature instructions identfies the threading process necessary to secure the tip onto the fogarty catheter and that the valve cutter tip is to be securely sutured onto the suction catheter.

Event description:
Account reported that the leather insitu valve cutter kit used with 2mm valve cutter. The valve cutter was passed up through the vein and then removed, the tip was missing. The excision was extended and attempts were made to locate the tip by x-ray and ultrasound, but the piece was not found.